Manufacturer narrative:
It was originally reported that the patient had a dislocated poly insert. A revision surgery occurred. It was reported that the poly insert was not dislocated at the time of revision surgery. The surgeon removed three formed osteophytes, one of which had ruptured the posterior capsule. The surgeon believes this was the reason for the instability and pain. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that the patient had a dislocated poly insert. A revision surgery occurred. It was reported that the poly insert was not dislocated at the time of revision surgery. The surgeon removed three formed osteophytes, one of which had ruptured the posterior capsule. The surgeon believes this was the reason for the instability and pain.

Manufacturer narrative:
It was reported that the patient has a dislocated poly insert. A revision surgery is planned to exchange the poly inserts and tibial tray. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a dislocated poly insert. A revision surgery is planned to exchange the poly inserts and tibial tray.